Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis. Per the home patient's son the patient failed to reconnect the line properly after getting up in the middle of the night to use the washroom. The patient was given "2 big needles" of (unknown) antibiotics (dose, frequency and route not reported). The patient is recovered from the peritonitis. No additional information was available at the time of this report.